Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device, handpiece device ((B)(6) 2022). The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was getting hot and had a foreign substance/debris was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a worn bearing, moving parts of the device did not move smoothly, and did not function. It was further determined that the device failed pretest for check for mechanical free movement, check for general function in running mode, and check the oscillation frequency. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI - (B)(4).

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure it was observed that two attachment devices did not work and were getting hot. According to the reporter, dirt was found inside the attachment device when the surgeon disassembled the tip during the procedure to try to understand why the devices were getting hot. After cleaning, the attachment device worked temporarily, however it was still hot. It was noted that the handpiece device being used with the attachment devices was not getting hot and there was no allegation against the handpiece device. It was reported that there was a 25-minute delay in the procedure due to the event. It was reported that a thigh tourniquet had been left on for more than 125 minutes. It was reported that an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.